Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The distal end of the device containing the stent was not returned. The maximum stent profile was measured which is within the specification. The distal end of the device containing the balloon was not returned. Before sterile packing of the device, each unit is checked for leaks at the vacuum decay test (vdt) work-step. Any damage or breakage to the hypotube would cause the device to fail at this stage and prevent the movement of the device to the sterile packing stage. A visual and tactile examination of the hypotube found multiple kinks. The inner midshaft was bent and partially broken at approximately 23mm distal of the hypo/midshaft bond. The inner midshaft distal of the partial break and corewire was exposed. The outer plastic component of the midshaft was broken at the partial midshaft break site separating the distal end of the device. The distal end of the device containing the inner/outer shaft polymer extrusion was not returned. The distal end of the device containing the tip was not returned. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break and stent migration occurred. The target lesion was located in the anterior interventricular artery (iva). A 3.50 x 16mm synergy drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the half of the hypotube broke making it impossible to deflate the balloon. When the balloon was removed, the hypotube was completely broken and the stent had migrated into the radial artery where it was impacted. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and stent migration occurred. The target lesion was located in the anterior interventricular artery (iva). A 3.50 x 16 mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the half of the hypotube broke making it impossible to deflate the balloon. When the balloon was removed, the hypotube was completely broken and the stent had migrated into the radial artery where it was impacted. No further patient complications were reported.